Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo any confirmation test". The patient's medical history included asthma, asperger's disorder, panic disorder, agoraphobia, back pain, myofascial pain syndrome, stress urinary incontinence, pelvic discomfort, myalgia, sciatica, gastroenteritis, dysuria, pyelonephritis, hematuria and carpal tunnel syndrome. Following the requisite time period after implantation of essure she had a hsg test (result was not reported). Concurrent conditions included recurrent urinary tract infection, flank pain, pain localised, kidney infection, chest wall pain, itching, dizziness, neck pain, redness, leg pain, skin rash, hives, dermatitis, insect bite nos, viral infection, chronic sinusitis, costochondritis, costal chondritis, right lower quadrant pain, left lower quadrant pain, urinary retention, dysuria, ovarian cyst, vomiting, fever, hand pain, hand swelling, sinus pain, eye pain, weakness, gerd, sciatica, acute pain and panic attacks. Concomitant products included amitriptyline, amoxicillin, clonazepam, codeine, diphenhydramine hydrochloride, hydrocodone and ibuprofen. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("extreme debilitating menstrual pain/ dysmenorrhea (cramping)"), menorrhagia ("abnormal heavy menstrual bleeding"), migraine ("migraines"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), headache ("headaches"), nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 4 months after insertion of essure. In march 2014, the patient experienced depression ("psychological or psychiatric problems - depression"). On (B)(6) 2016, the patient experienced rheumatoid arthritis ("autoimmune disorder -high ra factor with joint pain") with arthralgia, cystitis interstitial ("infection (bladder/urinary tract/vaginal) - interstitial cystitis"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced rash ("rashes"), renal pain ("kidney pain"), abdominal pain ("abdominal pain") and abdominal distension ("bloating"). The patient was treated with surgery. Essure treatment was not changed. At the time of the report, the pelvic pain, rheumatoid arthritis, dysmenorrhoea, menorrhagia, migraine, fatigue, rash, renal pain, abdominal pain, abdominal distension, vaginal haemorrhage, cystitis interstitial, female sexual dysfunction, depression, bladder disorder, urinary tract disorder, headache, nausea and dyspareunia outcome was unknown. The reporter considered abdominal distension, abdominal pain, bladder disorder, cystitis interstitial, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain, rash, renal pain, rheumatoid arthritis, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff sought treatment on multiple occasions for the symptoms described above. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records headache, nausea, dyspareunia. Most recent follow-up information incorporated above includes: on 7-feb-2020: mr received: case has become serious incident. Removal date were added and reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.